Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the atrial lead exhibited noise, which lead to pacing inhibition. Because the patient was asymptomatic, the physician determined that no intervention was needed.